Manufacturer narrative:
The device was received for evaluation. Visual inspection identified a 1mm cut in the tubing, and also a continuous mark is present on the circumference of the tubing at the location of the cut. Leak testing showed a leak at the location of the cut. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause was determined to be due to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink set leaked. During priming with normal saline, a leak along the tubing was observed. There was no patient involvement. No additional information is available.